Event description:
It was reported that on (B)(6) 2010, a 3.0x12mm xience v stent was successfully implanted in the left posterior descending coronary artery (lpda). On (B)(6) 2014, the patient experienced angina. On (B)(6) 2014, the patient was hospitalized. Restenosis was identified at the lpda index lesion and percutaneous coronary intervention was performed. On (B)(6) 2014, the event was noted to be resolved and the patient discharged. There was no additional information provided.

Event description:
Correction to the initial medwatch: the correct size of the xience v stent implanted on (B)(6) 2010 is 3.0x23mm

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4).